Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies were not reported. During a call, the following was reported. The patient experienced and was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.